Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and a urinary tract infection. The reported blood glucose at the time of the call was 456 mg/dl. It was also stated that the customer's kidneys are failing. Troubleshooting was performed, and the insulin pump passed the prime test. It was stated that the doctor made sure that the insulin pump was working as designed, and it was. Nothing further was reported.